Event description:
During code blue of pt, pt was defibrillated with defibrillator. First time was defibrillated at 200 joules with no problem. Few mins later attempt was made to defibrillate at 300 joules. Defibrillator would not charge to 300, charge started slowly, charged to 220 joules and monitor screen read "error 49." Equipment which malfunctioned was this co's with 1552yi relay lot code. A back up defibrillator was obtained within 2 mins and worked fine. It is not felt by physicians that pt outcome was affected by the two min delay.